Event description:
The keel length and wing width of the implanted tibial tray in the right knee does not match that of the tibial tray implanted in the left knee in an earlier surgery.

Manufacturer narrative:
Six lots of the size 5 apex cemented tibial baseplate have an undersized keel compared to the specification. The thickness of the keel is within specification; the medial and lateral extents of the keel are undersized by approx 3mm. Although torsional and fatigue strength were analyzed and determined to meet requirements a class iii recall has been initiated by omni to remove these lots.